Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been dropped in a toilet and it was not working anymore. The insulin pump had no moisture visible in it. Troubleshooting was not performed because the insulin pump had a blank display. The customer had a high blood glucose level of 405 mg/dl because they were off the insulin pump. They treated the high blood glucose with a manual injection and their blood glucose went down to 305 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.